Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the physician attempted to place a right atrial lead but was unsatisfied with the capture threshold level and so used a new and different lead without incident and acceptable tested values. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.